Event description:
It was reported from the clinical support specialist (css) after following up on a call report that occurred on (B)(6) 2015 at 4:05pm est that during the call the perfusionist had given the css two names of staff members in the cardiac cath lab (ccl) to follow up with for additional information regarding this event. The css spoke with the one staff member via telephone who was in on the case. It was stated this was a female patient who actually had three iab's inserted. The patient was in the intensive care unit and came to the ccl intubated and unstable. No vessel disease, but takotsubo syndrome (broken heart disease). This report is the first iab that was inserted prior to the call to the hotline. The (B)(4) was inserted via right femoral artery and it was discovered the patient size was miscalculated. As a result, the iab was removed and not saved. The patient developed a hematoma and angioseal was placed so they went to the other side for the second iab insertion. There was no report of patient death. Reference MDR #1219856-2015-00039 for the second event involving the same patient.

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.